Event description:
It was observed that during the device evaluation, the hysterofiberscope, the insertion section tube had stubborn dirt. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.